Event description:
Pt was in sitting position for epidural anesthesia for labor. L3-4 interspace was palpated. After prep, 2 cc lidocaine was given as local. Introduced 18 ga. Weiss needle. Pt experienced parasthesia to lle when epidural catheter was placed so md withdrew the catheter. As he did, approximately 1 cm of the tip of the catheter was severed and apparently remained in situ. Md's plan was to redirect at the same level and continue with the epidural, but pt did not want to continue with the epidural anesthesia. Concern is that there is not enough radiopaque material at the tip of the catheter.